Manufacturer narrative:
Final device analysis results reveal all four straight wire conductors are broken; the fractures are located 9-cm from the proximal connector.

Event description:
The rep reported the patient was doing physical therapy movements when the stimulator stopped abruptly. At follow-up, product interrogation showed all electrodes displayed high impedance readings and the device was explanted. There was no injury to the patient.